Event description:
It was reported to fresenius that the patient coded during hemodialysis (hd) treatment with the 2008t machine. It was unknown upon initial reporting whether the machine alarmed appropriately. In additional follow-up with the clinical manager (cm), it was stated that this patient was medically unstable and receiving hemodialysis in the intensive care unit (ICU) during a hospitalization unrelated to dialysis. The cm declined to provide patient name, comorbid conditions and date of birth. On (B)(6) 2024 (at approximately 10pm), the patient¿s hd treatment was initiated. Treatment was performed using an hd catheter (not a fresenius product) with a fresenius hemoclip in place (to secure the connection between the hd catheter venous end and the bloodline venous end). The cm stated that at approximately 1am on (B)(6) 2024, the hd nurse received a ¿no blood in crit line¿ alarm as well as several other unknown machine alarms. The cm indicated that the hd nurse was tending to the patient which is why the exact alarms on the machine could not be provided. The hd nurse checked the patient¿s hd catheter and observed that blood was leaking. Per the cm, the fresenius bloodline became loosened from the hd catheter. Furthermore, it was reported that the patient had pulseless electrical activity (pea) requiring cardiopulmonary resuscitation (CPR). The cm states that within 4-5 minutes (of CPR) the patient regained heart rhythm and recovered without further adverse effects. It was stated that while the patient's estimated blood loss (ebl) is unknown, there was no significant change in the patient¿s hematocrit/hemoglobin (results will not be provided). The cm stated the machine was pulled from service for testing after the event. It was stated that the machine passed all tests and had venous alarm limits set to manufacturer default (unable to provide alarm limits). The machine has been returned to service. Additionally, the cm indicated that it is unknown what caused the connection between the bloodlines and the hd catheter to become loose. However, it was stated that there were no visual defects or issues with the fresenius bloodlines. The blood lines were reported to be discarded and unavailable to be returned to the manufacturer for physical evaluation. The cm indicated that there are many variables (besides product) that could have caused the connection to become loose and that the event is not expected to be due to any malfunctions with products. There was no further information about the event provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between hemodialysis therapy with the fresenius blood lines and the patient¿s cardiac arrest. The patient received CPR and recovered without further reported adverse effects. It was reported that the venous fresenius blood line and the venous end of patient¿s hemodialysis catheter became loose causing blood loss (estimated blood loss unknown). Initially, it was reported that it was unknown if the fresenius 2008 t machine alarmed appropriately. However, the clinical manager stated the machine passed all post event tests and has since been returned to service. Currently, there is no allegation that the fresenius blood lines had any visible defects or issues in relation to the event. The fresenius blood lines have been discarded and therefore will not be returned to the manufacturer for analysis. Based on the information available, the cause of the loose connection cannot be established, and the fresenius blood line cannot be excluded from this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the patient coded during hemodialysis (hd) treatment with the 2008t machine. It was unknown upon initial reporting whether the machine alarmed appropriately. In additional follow-up with the clinical manager (cm), it was stated that this patient was medically unstable and receiving hemodialysis in the intensive care unit (ICU) during a hospitalization unrelated to dialysis. The cm declined to provide patient name, comorbid conditions and date of birth. On (B)(6) 2024 (at approximately 10pm), the patient¿s hd treatment was initiated. Treatment was performed using an hd catheter (not a fresenius product) with a fresenius hemoclip in place (to secure the connection between the hd catheter venous end and the bloodline venous end). The cm stated that at approximately 1am on (B)(6) 2024, the hd nurse received a ¿no blood in crit line¿ alarm as well as several other unknown machine alarms. The cm indicated that the hd nurse was tending to the patient which is why the exact alarms on the machine could not be provided. The hd nurse checked the patient¿s hd catheter and observed that blood was leaking. Per the cm, the fresenius bloodline became loosened from the hd catheter. Furthermore, it was reported that the patient had pulseless electrical activity (pea) requiring cardiopulmonary resuscitation (CPR). The cm states that within 4-5 minutes (of CPR) the patient regained heart rhythm and recovered without further adverse effects. It was stated that while the patient's estimated blood loss (ebl) is unknown, there was no significant change in the patient¿s hematocrit/hemoglobin (results will not be provided). The cm stated the machine was pulled from service for testing after the event. It was stated that the machine passed all tests and had venous alarm limits set to manufacturer default (unable to provide alarm limits). The machine has been returned to service. Additionally, the cm indicated that it is unknown what caused the connection between the bloodlines and the hd catheter to become loose. However, it was stated that there were no visual defects or issues with the fresenius bloodlines. The blood lines were reported to be discarded and unavailable to be returned to the manufacturer for physical evaluation. The cm indicated that there are many variables (besides product) that could have caused the connection to become loose and that the event is not expected to be due to any malfunctions with products. There was no further information about the event provided.